Manufacturer narrative:
Model number/catalog number: 72404257. Serial number: n/a. Batch/lot number: 1100411289. Model/catalog description: lgx preconnect ms 18cm ip iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the events of patient problem/medical problem and hernia were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of adverse event related to patient condition was chosen as the allegation relates the symptoms of hernia not being related to the device.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had a hernia at the reservoir location. A surgical procedure was performed in which the reservoir was repositioned. There were no further patient complications reported.